Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient¿s device was not working. For the past week and a half prior to (B)(6) 2017, the patient could not get any type of connection. The patient had been seeing the call the doctor screen show for months as of (B)(6) 2017, and a couple different screens would come up. The patient was to follow-up with a healthcare professional. No symptoms were reported. The recharger stopped working in (B)(6) of 2016, two weeks prior to (B)(6) 2017.